Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a mobi-c implant detached from the peek cartridge while the surgeon was rotating the implant intraoperatively. It was removed and another mobi-c implant was used to complete the case. There was no impact to the patient.

Event description:
It was reported that a mobi-c implant detached from the peek cartridge while the surgeon was rotating the implant intraoperatively. It was removed and another mobi-c implant was used to complete the case. There was no impact to the patient.

Manufacturer narrative:
Inspection: the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimvie¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to inserting the device off-axis, adjusting during insertion, not turning the handle correctly during insertion or attempting to adjust the positioning while inserting the implant. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.